Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was caller said the patient(pt) fell on their butt after surgery about 8 months to 1 year ago and patient noticed they did not have therapy any longer; caller said they needed lead information to access patient therapy on handset. Agent provided lead information to caller. Agent said they had already checked impedance values and impedances looked "good." Caller said handset would not "let them go in" without lead model number and no one filled out the papers on page 2(agent asked clarifying questions, but no clarity was added by caller). Caller said pt always forgot to bring handset, so agent understood caller may be setting up new handset to interrogate pt. Caller mentioned foot cramping for pt and said that maybe amperage was too much for pt. 2nd toe had been amputated about 8 months-1 year ago.